Manufacturer narrative:
The devices were not returned, however a photo provided shows that the metal tips at the slap hammer connection feature have fractured off of the stem extractor. The fracture surfaces are not visible. The lot number is unavailable, therefore manufacturing documentation could not be reviewed. The instruments are used in treatment, and are compatible with one another. A complaint history search of the item number returned no additional complaints of this failure mode. The manufacturing date of the instrument is unknown, therefore a field age cannot be determined. The frequency of use of the instrument is also unknown. With the information provided, a definitive root cause cannot be determined. However, as the nature of this instrument is to endure repeated tensile forces, it is possible that field age would have contributed to this event causing normal and expected wear.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported, the metal tips of the stem extractor broken off during surgery.